Manufacturer narrative:
The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were intermittent. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a lavh procedure, the min button worked intermittently and the max button did not work at all. Used a new one to complete the procedure. No pt consequence.